Event description:
A customer reported quality control (qc) out of range for beta human chorionic gonadotropin (bhcg), luteinizing hormone (lh ii), estradiol (e2), and follicle stimulating hormone (fsh) on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported issue which caused delay in reporting beta human chorionic gonadotropin (bhcg), luteinizing hormone (lh ii), estradiol (e2), and follicle stimulating hormone (fsh) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the complaint by performing quality control (qc) and verified out of range. Fse checked all fluidic connection and decontaminated the system per the decontamination procedure. Fse also checked the wash probes and found wash probe #2 was leaking from the top. Fse resolved the complaint by replacing both wash probes #1 and #2 and verified alignment and operation. Fse validated the analyzer by running customer prepared qc and results passed within range. The aia-900 analyzer is functioning as expected. No further action required by field service at this time. A 13-month complaint history and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There was two similar complaints for follicle stimulating hormone (fsh) for a total of three identified during the search period. There was one similar complaint for luteinizing hormone (lh ii) for a total of two complaints. There were no other similar complaints found during the searched period for beta human chorionic gonadotropin (bhcg) and estradiol (e2). The st-aia pack fsh analyte application manual states the following: limitations and procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack fsh, the highest concentration of follicle-stimulating hormone measurable without dilution is 200 miu/ml, and the lowest measurable concentration is 1.0 miu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 100 miu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 400 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. The st-aia pack e2 analyte application manual states the following: limitations and procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack e2, the highest concentration of estradiol measurable without dilution is approximately 3000 pg/ml, and the lowest measurable concentration is 25 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 3250 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 3000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. The st-aia pack lh ii analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack lh ii, the highest concentration of luteinizing hormone measurable without dilution is approximately 200 miu/ml, and the lowest measurable concentration is 0.2 miu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 200 miu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 200 miu/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. The st-aia pack bhcg analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack bhcg, the highest concentration of total beta hcg measurable without dilution is 400 miu/ml, and the lowest measurable concentration is 0.5 miu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 200 miu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 400 miu/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. The most probable cause of the reported event was due to failure of the wash probes.